Event description:
Related manufacture documents: 3006705815-2021-00873. It was reported that the patient¿s implanted leads were showing high impedances. As result the leads were explanted and replaced. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.